Manufacturer narrative:
Two samples were received for evaluation with the aluminum foil peeled. A visual inspection performed with the naked eye verified that the sponges were found fully separated from the cap. The reported issue was verified. The direct cause of the event was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sponges were found fully separated from two (2) minicaps. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information was available.